Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report. Further information was requested but not received.

Event description:
Related manufacturer 3006705815-2019-03960. It was reported that cerebrospinal fluid (csf) leakage occurred during a procedure after placing the second needle. Patient had no symptoms due to the csf leak however there were visible fluids. Patient was given extra fluids during the procedure. Patient had no complaints. No further intervention is anticipated at this time. No further information is available.